Event description:
It was reported that the caller experienced an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed to disconnect and perform various bolus deliveries, eventually succeeded, and was advised to replace supplies and resume insulin therapy.